Manufacturer narrative:
Continuation of d10: product ID 37612, serial# (B)(6), implanted: (B)(6) 2020, product type implantable neurostim ulator product ID wr9200, serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient representative (rep) called about patient's (pt) external device. Caller said they are having an issue getting the patient's stimulator's charged. He doesn't know if the move had something to do with it. Everything seems like it is working. Ever since pt moved she can't get the left implant past 0%, and the right side can't get past 25%. When on the call the caller connected to the right side and it said excellent connection and 25%. The left side said excellent connection 0%. The left one they will connect and then loses the connection right away. Patient uses the drape and they are sitting in a chair. One of the facility care people said that pt is showing effect that it is not working. At night pt will start to shake. The facility person said the left stimulator seems deep. They asked the patient rep if the right seemed deep and he said he didn't know. They asked if the the left and the right lose connection and they said yes. This is the first time she got to 0% so they don't think pt has had an over discharge. Patient had the wireless recharger sine she got the implant.  Patient rep requested a recharger replacement. Agent said if that doesn't resolve the issue they will need to follow up with the doctor. Sent email request to repair for wireless recharger replacement.